Manufacturer narrative:
Information was received from the customer that the flow sensor assembly was replaced to resolve the issue. The device was returned to service.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a low leak-co2 rebreathing risk error message. The device was in clinical use when the issue occurred. There was no patient or user harm reported. A philips remote service engineer (rse) noted that the v60 ventilator displayed a low leak-co2 rebreathing risk error message. The customer worked with respiratory staff on setting up the device. The rse informed the customer that if the device was set up and the tubing was confirmed and the device is still giving the error, the flow sensor assembly should be replaced. The customer was provided with the part number for a replacement flow sensory assembly.